Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastrectomy. According to the reporter: the cartridge didn't open after firing on the tissue. The device was pried off with an add'l tool w/o blood loss or tissue damage. Operating room time extension was reported as approx 30 minutes.